Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer was failed. A field service engineer removed the rear panel of drawer 4 and extracted the bearing cage that was obstructing proper closure. All pockets were ejected, and the drawer was replaced. Upon inspection, the sheet metal divider on the new drawer was found to be improperly installed; it was removed and reinstalled correctly. The drawer and pockets were reassembled, and the hardware test application (hta) was run successfully. All connections were checked, debris was cleared from the area, and the worn keyboard cover was replaced. The system functioned as intended after the field service engineer repaired the device. E1 initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.